Manufacturer narrative:
(B)(4). Batch #: x94d90. Additional information was requested and the following was obtained: did the electrode ceramic separate or break off? Break off did the I blade get damaged or break off? Will send in but I am unsure is the jaw damaged but not broken off? Broke off is the top jaw loose but not detached? Broke off is the top jaw ptc material damaged? Yes is the black ptc in the upper jaw detached? Yes but not sure have it all ready to send in is the top jaw broken off the of the device? Yes attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lavh, the tip of the enseal broke off in the patient. The tip was retrieved from the patient. The piece was retained. Case was completed with a like device. There was no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2022. D4 batch #: x94c0m. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2s35a device was returned with the upper jaw and top of the I-blade detached and the pieces were returned. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. A probable cause of the damage could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.